Event description:
The customer reported a clear blue leak of approximately 5 ml from the right side of the coulter lh 780 hematology analyzer. The customer indicated that the leak was not contained within the instrument. The operator was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered a leak in the sheath restrictor line at pinch valve pv46b. The fse replaced the restrictor line to resolve the leak and verified repair per established procedures. Failure mode is attributed to a leak in sheath restrictor line at pv46b. (B)(4).